Event description:
Serious injury involving one person. In december 1997, pt was diagnosed with pseudomonas ulcer in right eye while wearing contact lens and was treated as out pt for one week. Lens model/water contact: focus/55%; lot #: 7690120; pt age/sex: unk; eye involved; od; refraction; unk; duration of use (in months) wearing modality; unk; number days lens worn; unk; last visit to practitioner prior to symptoms; unk; lens care system used; unk; disinfecting system; unk; was homemade saline used; no; number days worn between cleaning and disinfecting; unk; days between cleaning and symptoms: unk; days between symptoms and calling doctor; unk; was there self-treatment by pt; unk; hand washing before manipulation; unk; ulcer location; unk; visual acuity before symptoms; 1.0 visurl acuity after symptoms; 16; results of culture; unk; results of corneal biopsy and/or scrapings; unk; clinical diagnosis: pseudomonas aeruginosa corneal ulcer; treatment administered: unk.